Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files revealed multiple occurrences of "can comm status" flags indicating a monitor/belt connectivity issue and battery fault flags. . Review of the patient's flags indicate that the patient was not charging and changing the batteries as recommended, causing the, "bat runtime expired", battery fault flags. There is no indication that the "can comm status" flags were due to a malfunction that could have contributed or caused the patient death. The lifevest performed as expected and delivered a treatment when the patient was in a treatable rhythm.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly discovered by police unconscious and sitting in his car. Prior to passing, the patient received three treatment shocks. The response buttons were not pressed during the event. Review of the download flag and ECG data indicate that the initial life-threatening arrhythmia was vf with motion artifact detected at 09:15:27. At 09:15:52 gel was released. The device momentarily detected a non-treatable rhythm but again detected vf at 09:16:32. At 09:17:38, the first full energy shock was delivered while the patient was in vf with a post-shock rhythm of asystole. The device continued detecting asystole degrading to vf with variable amplitude and a low battery. At 13:02:30, a second treatment shock was delivered while the patient was in vf with variable amplitude with a post-shock rhythm of asystole. At 13:02:55, the last shock was delivered while the patient was in asystole with post-shock asystole. The last know rhythm at 13:06:17 was asystole with intermittent cardiac activity. The device continued detecting "bat runtime expired" and between 13:45:57 to 13:46:53, there were several instances of "can comm timeout/status" flags. The device shutdown at 13:47:01 and further monitoring of the patient was not possible. Oversensing of low-amplitude cardiac signal contributed to the false detection during asystole. Post shock asystole is a known outcome of defibrillation.